Event description:
It was reported that the customer received a button error on her pump and none of the buttons were working. The customer's blood glucose was at 495 mg/dl. It was stated that the customer was going to bolus and received the alarm after pressing a button and could not clear the alarm. The customer was advised to discontinue pump use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm noted. Unable to prime during prime test, due to faulty force sensor. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.